Manufacturer narrative:
(B)(4). The ventilator was evaluated and the inspiratory module printed circuit board assembly, inspiratory auto zero solenoid, analog interface printed circuit board assembly, safety valve, and breath delivery printed circuit board assembly were replaced. The ventilator passed self-testing.

Event description:
It was reported that an 840 ventilator did not pass power on self-tests. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.